Manufacturer narrative:
(B)(4): it was reported that solyx was implanted into the patient due to rectocele, cystocele, urethral hypermobility, stress urinary incontinence and adhesions. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent another procedure on (B)(6) 2012 and solyx was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent evaluation under anesthesia, diagnostic laparoscopy and cystoscopy with injection of indigo carmen dye, lysis of adhesions, excision of possible ovarian remnants, and excision of epiploic implant on (B)(6) 2013 due to chronic abdominal/pelvic pain.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to sui.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.